Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The cause of the reported event was due to the helix being stretched consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a conduction system pacing (csp) implant procedure. During the procedure, it was noted that the helix of the low voltage lead was distorted due to the thickness of the septum, resulting in lead damage. A new lead was introduced and the same issue occurred. Both of the leads were not used. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: section h6 - the coding "break" should have been submitted only once as an adverse event problem in 2017865-2026-01346, as the field representative clarified that the "lead damage" was referring to the distorted helix with no lead body damage.

Event description:
New information received notes that the low voltage lead was intended to place in the conduction system pacing (csp) area. During lead rotation, the helix was elongated and distorted. The csp lead was not used and replaced; the replacement lead was successfully implanted in the right ventricular (rv) septum. No symptoms or complications were noted throughout the procedure.